Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from ""product problem" to ""adverse event and product problem" h1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the evaluation. Fa could not confirm nor replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clipped in both the clockwise and counterclockwise positions. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additionally, fa found the instrument to have an excessive amount of dried residue around the clamping pulleys. The common causes of this failure are typically attributed to the mishandling or misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the large hem-o-lock clip applier instrument (470230-12/k10220516 0118) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip was unable to engage. It kept falling off of the large hem-o-lock clip applier instrument in the port, when attempted to clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the surgeon was performing a robotic cholecystectomy- clipping of cystic duct and cystic artery and the clip was unable to engage. It kept falling off of the applier in the port when attempting to clip. Another clip applier was used for the case.